Event description:
It is reported that surgery was delayed for 30 minutes when both rasp handles broke.

Manufacturer narrative:
(B) (4). Eval summary: the alleged complaint states, "both rasp handles broke". Two instruments were returned stuck in the closed position. Upon application of steris hinge-free instrument lubrication, both handles accepted and firmly locked onto gauges. Cause cannot be definitively determined. Results/conclusions: device history records indicate all components were manufactured and inspected to specification. The instruments have a potential field age of 8.5 months.